Event description:
Information was received indicating that during use of a smiths medical cadd extension set, the customer noticed that medical fluid was leaking from the filter. No patient consequences were reported. No adverse effects were reported.